Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the available information, it was not possible to determine the exact cause for this event; however the most likely cause can be related to the stenosed iliac artery. As specified in the package insert, the access vessel diameter and morphology should be compatible with the used delivery system. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the user inserted the delivery system from the right femoral but could not pass very stenosed right iliac artery. To avoid causing adverse effects, the user decided to uncontinue the procedure. Another attempt will be planned with the different approach. Patient outcome: the patient did not experience any adverse effects due to this occurrence.